Manufacturer narrative:
The investigation determined that a lower than expected vitros dgxn result was obtained from a vitros therapeutic drug monitoring performance verifier when processing a within run precision test using vitros chemistry products dgxn slides lot 1919-0255-5357 on a vitros 350 chemistry system. The most likely assignable cause of the event is an instrument related issue. During troubleshooting for an alternate vitros assay, a vitros dgxn within run precision test failed. An ortho field engineer then performed service actions on the vitros 350 chemistry system which included replacing the immunowash fluid pump and completing all necessary adjustments to the subsystem. Following service actions, both a vitros crbm marker precision test and a vitros dgxn within run precision test yielded results that were within acceptable guidelines indicating that the performance of the vitros 350 chemistry system had been returned to expectations following service actions. Although historical quality control results were not provided for vitros dgxn reagent lot 1919-0255-5357, an issue related to the reagent is not a likely contributor to the event as vitros dgxn qc results and precision results were acceptable following service actions to the vitros 350 chemistry system. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros dgxn reagent lot 1919-0255-5357.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) global technical support center (tsc) to report a lower than expected digoxin (dgxn) result obtained from a vitros therapeutic drug monitoring performance verifier (tdm pv) while processing a precision test using vitros chemistry products dgxn slides on a vitros 350 chemistry system. Vitros tdm iii lot h6676 dgxn result of 1.4* ng/ml versus an expected result of 2.7 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros dgxn precision results were obtained when processing a control fluid during troubleshooting. No results were reported out of the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).